Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away related to bacteremia with septic emboli resulting in a cerebral vascular accident and the family withdrew care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported bacteremia could not be conclusively determined through this evaluation. A direct relationship between the device and the reported stroke could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Sepsis, infection, stroke, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 09nov2017. No further information was provided. The manufacturer is closing the file on this event.